Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to serious injury or death.

Event description:
Reporter indicated that a sites handheld computer would not hold a charge. The handheld has not been returned for product analysis. Attempts for add'l info have been unsuccessful.